Event description:
Pt had been npo since midnight and had voided in preop. A foley catheter was inserted prior to procedure due to anticipated length of procedure. Upon insertion, beaded moisture was noted in the foley bag tubing and the foley was secured. Approximately an hour later and still during the procedure, it was noted by anesthesia that there was no urine in the bag. Unsuccessful attempts were made to deflate the balloon through the hub with a syringe retrieving less than 1ml of water. The hub was then cut off with no additional inflation water noticed. Gentle attempts were made to remove the foley, but resistance was felt and the attempts were stopped for the time as we were in the middle of a sterile procedure. Post procedure, I attempted to irrigate the foley unsuccessfully. The patient was then transferred to the ER. Attempts to remove the foley were still unsuccessful. Under conscious sedation a suprapubic catheter was then placed to decompress the bladder.